Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a product performance issue.

Event description:
It was reported that this right ventricular (rv) lead perforated and patient had pericardial effusion. Moreover, a pericardial tap was performed. Subsequently, this lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead perforated and patient had pericardial effusion. Moreover, a pericardial tap was performed. Subsequently, this lead was explanted. No additional adverse patient effects were reported.